Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included uterine dilation and curettage. Concurrent conditions included hemangioma, chronic cervicitis, adenomyosis, paratubal cyst, dysfunctional uterine bleeding, dysmenorrhea, pelvic pain female, uterine prolapse, stress urinary incontinence, vulval lesion, endometriosis of pelvic peritoneum, adenomyosis, paratubal cyst and rectocele. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomies). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: uterine dilation and curettage. Concurrent conditions included: hemangioma, chronic cervicitis, adenomyosis, paratubal cyst, dysfunctional uterine bleeding, dysmenorrhea, pelvic pain female, uterine prolapse, stress urinary incontinence, vulval lesion, endometriosis of pelvic peritoneum, adenomyosis, paratubal cyst and rectocele. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), dysmenorrhoea ("dysmenorrhea"), uterine prolapse ("uterine prolapse incomplete"), endometriosis ("endometriosis"). And stress urinary incontinence ("urinary stress"). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomies). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, dysfunctional uterine bleeding, dysmenorrhoea, uterine prolapse, endometriosis and stress urinary incontinence outcome was unknown. The reporter considered dysfunctional uterine bleeding, dysmenorrhoea, endometriosis, pelvic pain, stress urinary incontinence and uterine prolapse to be related to essure. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, pfs received: reporter information, device information (date implanted). And events: "dysfunctional uterine bleeding, dysmenorrhea and uterine prolapse incomplete" stress incontinence & endometriosis were added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included uterine dilation and curettage. Concurrent conditions included hemangioma, chronic cervicitis, adenomyosis, paratubal cyst, dysfunctional uterine bleeding, dysmenorrhea, pelvic pain female, uterine prolapse, stress urinary incontinence, vulval lesion, endometriosis, adenomyosis, paratubal cyst and rectocele. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomies). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.